Event description:
Sds opened a stryker pneumo sure insufflation tubing, ref#: 0620-040-690, lot#: 18e0177, exp. Date: 2021-05-01, m#: 3618609, and when it would not connect to the insufflator machine, noticed the plastic was broken.